Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2, -7.5/1.0/114 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2023. Elevated iop 34mmhg without pupil block and angle closure was observed. Ophthalmic drops prescribed(bromfenac sodium hydrate and latanoprost). No other systems were observed. Problem resolved.